Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the initial reporter that there was no patient harm. The lens was replaced with the same model, but a different diopter. Patient identifiers, measurements, and concomitant products were also provided.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision .the lens was exchanged for a different lens within one month after initial implantation. Residual refractive error was the clinical reason given for the explant . Additional information was requested.

Manufacturer narrative:
Product evaluation: the product was not returned. The customer indicated the use of a qualified cartridge with an unspecified handpiece. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a viscoelastic, which is not qualified for the lens/cartridge combination used. The product investigation could not identify a root cause. (B)(4).